Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any future issues. The caller understood and acknowledged the instructions given.